Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 220 units of insulin, and remained static at 105 units. The customer's blood glucose level ranged from 93-125 mg/dl. During a follow-up call on (B)(6) 2017, the customer reported that the insulin gauge began to decrease as expected.